Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The package insert states "the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion." Without a product return, no product evaluation is able to be conducted. Based on the information available there is no indication the device is not performing as intended. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report one of two for the same event.

Event description:
It is reported the patient was experiencing pain. The surgeon performed an exploratory procedure. The site of the fossa was opened, the surgeon did not identify any issues therefore he decided to leave everything as it was.